Event description:
It was reported on (B)(6) 2012 that a vns patient had a prolonged seizure and was hospitalized one week prior. Upon checking diagnostics on (B)(6) 2012, the physician noticed high impedance and a dcdc code of 7. The patient's device was programmed off, and the patient was sent for x-rays. The patient was referred for replacement surgery; therefore, surgery is likely but has not yet occurred. Attempts to obtain additional information have been unsuccessful to date.